Manufacturer narrative:
Corrections: d4: model # = gpn #. H6: annex g. Investigation - evaluation as reported, the ngage nitinol stone extractor could not be opened or closed properly while testing the device prior to an unknown procedure. The basket did not open smoothly when the handle was actuated. The procedure was complete by a new device. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One device was returned for investigation in an open package with label. The returned basket wires are askew, and the handle does not actuate the basket formation. The shrink tube near the basket is bunched up. The handle was disassembled, and the basket formation could not be manually actuated. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance which may be related to the reported lot. A complaint history database search showed three other related complaints associated with the failure mode for the complaint device lot. Because the information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. It was determined that adequate inspection activities had been established, and there was objective evidence that the DHR was fully executed. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the ngage nitinol stone extractor could not be opened or closed properly while testing the device prior to an unknown procedure. The basket did not open smoothly when the handle was actuated. The procedure was complete by a new device. The device did not make patient contact. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.